Event description:
The housing ((B)(4)) of the tip of the cusa 36 khz handpiece was found to be melted. The issue was found prior to sterilization. There was no patient involvement, or surgical delay.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.